Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00344, 0001032347-2020-00345, 0001032347-2020-00346, 0001032347-2020-00347, 0001032347-2020-00348, 0001032347-2020-00350, 0001032347-2020-00351. Medical products: tmj system right standard mandibular component 45mm / 7 hole, part# 24-6545, lot# 847590. Tmj system left standard mandibular component 45mm / 7 hole, part# 24-6546, lot# 847580. Tmj system right fossa component, medium, part# 24-6560, lot# 824640. Tmj system left fossa component, medium, part# 24-6561, lot# 824650. Tmj system cross drive fossa screw 2.0mm x 7mm, part# 99-6577, lot# ni. Tmj system cross drive fossa screw 2.0mm x 9mm, part# 99-6579, lot# ni. 2.7mm system cross drive screw, 1/pkg 2.7 x 8.0mm, part# 99-9908, lot# ni. 2.7mm system emergency cross drive screw, 1/pkg 3.2x8mm, part# 99-9948, lot# ni. Occupation - patient.

Event description:
It was reported by the patient that she had an operation to clean out her joint approximately nine (9) years following implantation of bilateral temporomandibular joint implants. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of device history records could not be performed as the lot number of the device was provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.